Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that insulin leaked past the o-rings. The customer could not remember if the leaks occurred during filling or during normal use. Nothing further was reported.